Event description:
Chemical burns / rash; after wearing cardinal health level 1 procedure masks, my face began to sting, peel, and I had chemical burns on my nose, inner eye and cheek area from the mask. FDA safety report ID#(B)(4).